Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial neurostimulator. A consumer reported that the trial patient had not been able to void since implant/placement of the trial device 4 hours prior. The stimulation was increased to 2.0-2.1 volts and they were ¿not getting anywhere¿. The consumer was redirected to follow up with the patient¿s healthcare professional (hcp). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the friend/family reported that the issue had been resolved and the patient had the implant done on (B)(6). She stated the root cause of the issue was not actually determined, but the patient was doing well at the time of this report.